Event description:
While wearing the external equipment, the patient reportedly experienced a sensation of static followed by loss of lock. The patient was seen at the center. The patient's ci device was explanted. The patient was reimplanted with another advanced bionics cochlear implant.